Event description:
It was reported that a black mark was found on the filter of a large volume intermate. This was observed after compounding with an unspecified amount of vancomycin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Manufactured on august 26, 2012 ¿ august 27, 2012. The device was returned for evaluation. A visual inspection revealed a black particle, approximately 0.07 square mm in size that was not in the fluid path because it was embedded in the material of the stressmember component. No signs of the black mark were found on the filter. Fourier transform infrared spectroscopy was performed, but failed due to the particle not producing visible signals. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.